Event description:
It was reported that a patient has high impedance. The patient¿s mother also noted he has had hoarseness for about 4 months. His vns hasn¿t been check in about 6-12 months. No known surgical intervention has occurred to date. No additional relevant information has been received to date.